Event description:
It was reported that the delivery system would not cross a rca with a superior takeoff. The stent was lost in an unknown location. Because the vessel was threatening abrupt closure, another stent was used in an unsuccessful attempt to treat the vessel. The pt was sent to surgery due to the threatened abrupt closure. It is unknown if the acute status of the vessel was related to the stent loss. No further info could be obtained from the hosp.